Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2014-15408. During follow-up, oversensing due to noise was observed on the right ventricular channel. The lead was capped and a new lead was successfully implanted. The patient was in stable condition.